Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgical procedure, despite setting the device to surgery mode prior to the procedure.

Manufacturer narrative:
Per the additional information received, this event no longer meets the reportability criteria.

Event description:
It was reported that the patient's ipg was not inoperable; the patient's controller application was exhibiting connection issues.